Event description:
It was reported that the procedure was to treat a de novo lesion in the circumflex (cx) artery with 90% stenosis, mild calcification and mild tortuosity. The 2.5x15mm trek rx balloon dilatation catheter (bdc) was advanced without resistance and was inflated once at 9 atmospheres (atms) for 10 seconds, however, the balloon ruptured. The device was soaked and prepared (air aspiration) outside of the anatomy prior to use. A same size non-abbott balloon was used to continue the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.